Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the adaptor from the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter: "there was black spots on the prn of indwelling needle."

Event description:
It was reported that foreign matter was found on the adaptor from the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter: "there was black spots on the prn of indwelling needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-jul-2022. H6: investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 2082642. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was received for evaluation and testing. Our engineers noted the presence of a black foreign body embedded in the sleeve stopper. The issue has been confirmed. Based on closer observation our engineers were able to identify the foreign material as a variation in the raw material of the sleeve stopper, which was missed during incoming inspection.